Event description:
It was reported that a surgical intervention was performed to remove a metatan lag screw from a patient that had a non union.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, although the complaint reported loosening, no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.